Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states on 15-june-2024, it was reported by the patient that three infusion set was kinked due to which hyperglycemia occurs within 3 hours of insertion. High blood glucose level was 300 mg/dl. Event had occurred between 06/15/2024 and 06/22/2024. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.